Event description:
It was reported that the ilet pump¿s display screen was cracked and became unresponsive, consistent with a mechanical damage issue to the device enclosure/display component; the user noted continued glucose monitoring via cgm with a reported blood glucose of 147 mg/dl and the device was shut down per instructions with a replacement arranged. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic status requiring intervention, no medical treatment, and no hospitalization. Investigation included complaint intake review and logistical coordination for device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the screen consistent with external impact, with loss of touch responsiveness but no reported effect on glucose control at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.